Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. Which would have caused visible air bubbles or air ingression in the sheath and its interfacing device, resulting in the occurrence of this event.

Event description:
During a pulmonary vein isolation and atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. The sheath was properly prepped and inserted after the physician gained transseptal access. However, when the physician attempted to insert a non-boston scientific mapping catheter and aspirated, air bubbles continued to be introduced into the sheath. Despite attempts to remove and reinsert the mapping catheter, followed by aspiration and flushing, the issue persisted. Therefore, a new faradrive sheath was opened and used successfully for premapping the left atrium and performing the pulmonary vein isolation with the farawave ablation catheter. Upon removing the farawave ablation catheter and reinserting the mapping catheter to post-map the left atrium, the same issue of air introduction reoccurred. After attempting to aspirate over four times and still having air introduced, the physician pulled the sheath back into the right atrium and continued to map the left atrium with the mapping catheter. The procedure was completed. No patient complications were reported. The devices are expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation and atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. The sheath was properly prepped and inserted after the physician gained transseptal access. However, when the physician attempted to insert a non-boston scientific mapping catheter and aspirated, air bubbles continued to be introduced into the sheath. Despite attempts to remove and reinsert the mapping catheter, followed by aspiration and flushing, the issue persisted. Therefore, a new faradrive sheath was opened and used successfully for premapping the left atrium and performing the pulmonary vein isolation with the farawave ablation catheter. Upon removing the farawave ablation catheter and reinserting the mapping catheter to post-map the left atrium, the same issue of air introduction reoccurred. After attempting to aspirate over four times and still having air introduced, the physician pulled the sheath back into the right atrium and continued to map the left atrium with the mapping catheter. The procedure was completed. No patient complications were reported. The devices are expected to be returned for analysis.